Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to protruded and or loose drive support disk. Basic occlusion, occlusion, the excessive no delivery tests were not performed due to compromised force sensor system alarm. The device had cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, and stained address serial number label.

Event description:
Customer reported she was trying to change infusion set and the circle on the bottom of the insulin pump was pushed out. Customer's blood glucose was unknown. Customer was not sure how damage occurred. Customer reported the drive support cap was sticking out and has pushed it back in. Customer also reported the insulin pump had alarmed during manual prime. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.